Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was noted on the keypad traces during visual inspection. No button error alarms noted during testing. The insulin pump communicated properly with glucose sensor and values were displayed properly on the graph. No alarms noted during testing. The following cosmetic damage was noted on the device: cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone, he was having issues with the insulin pump alarming lost sensor. During troubleshooting a button error alarm was noted in the device alarms history. Customer's blood glucose was unknown. Customer was changing the battery when the alarm occurred. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for analysis.